Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02mar2019. The customer troubleshot with technical support. The touchscreen was able to pass calibration during troubleshooting. The customer noted that the touchscreen has 2 spots that had slight damage. The customer was advised to replace the touchscreen and was provided with part number and price. The customer reported that the touchscreen was recalibrated and the issue was resolved, the unit returned to service.

Event description:
It was reported that the ventilators touchscreen would not pass calibration. No patient involvement. Event date not specified; estimate used.